Event description:
It was reported that during an ankle arthroscopy, the blade broke inside the patient and it stopped working (it only went forward, not in reverse or oscillating). The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5mm platinum full radius bonecutter intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the blade broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive side loading of the blade during use. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.